Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The ventilator was inspected on site by a field service engineer (fse) due to failed pre-use check and turbine module failure. The turbine module was found to be defective, and the fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. This can be confirmed in the provided logs. The turbine generates the inspiratory air gas flow and pressure from the surrounding air. The maximum turbine output pressure is dependent on the ambient pressure. The turbine module was then sent for further investigation. Visual inspection of the returned turbine module revealed no abnormalities. Simulated use testing of the turbine causing several errors in the puc. The motor controlled pcb was then tested with a reference turbine without any issues. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a faulty gluing procedure. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken windings as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine involved in this complaint was manufactured before the improved turbine was implemented.a correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient involvement. Manufacturer's ref. #: (B)(4).